Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the scissors on the vasoview 7 xs device would not open. A replacement kit was used to complete the case. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was detached at the hub. There was no evidence of blood on the device. Based upon the visual observations and the functional test, the reported complaint was confirmed on (B)(6) 2010. (B)(4).